Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad. Approximately 6 months post procedure patient suffered angina pectoris and was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or to the anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device. The cec adjudicated the event as a non q wave mi (vessel unknown), 3rd udmi spontaneous in an indeterminate vessel.